Event description:
The customer reported to maquet that during an operation, the cupola detached from its spring arm but remained connected to the configuration by its cables. No injuries were reported. (B)(4).

Manufacturer narrative:
This investigation is ongoing and the results will be included in a follow up report. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.